Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), when the device is in the scope the very tip of the tome looks "chewed up." It looks like a little piece of the tip is missing. The case was completed with another of the same device. The pt is "fine."

Manufacturer narrative:
(Damaged tip).